Manufacturer narrative:
The reported complaint was not confirmed. During laboratory analysis, the product surveillance technician (pst) measured the two resistance temperature detector (rtd)s with an ohmmeter. Both sections of each rtd measured 1000 ohms which is within specification. Visually examined the direct current (d/c) control board under magnification and found nothing that would cause failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). As per the customer, the error message was on channel a when using the unit for heating. The unit is kept empty unless in use and the water was not cloudy or discolored at time of use. The field service representative (fsr) was unable to duplicate the error message. He replaced the direct current (dc) control printed circuit board (pcb) and the resistance temperature detector (rtd) in both channels a and b. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heater cooler displayed an e33 error message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.